Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had two replacements within 1-2 months (having the original for over 3 years).the consumer stated the first time they felt they were going to have trouble and sent it back. The second one was taking much longer to charge and then the prongs broke off inside and it was returned. The replacement desktop charger and recharger resolved the shaking and ¿arrhythmia¿ monitoring and the patient was back to normal.

Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pins on the cable assembly were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial#: (B)(4), product type: recharger, product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the desktop charger (dtc) was not making a good connection with the recharger. The dtc pin broke off and was stuck in the recharger. They were able to remove the dtc pin but they feel the recharger port was incompatible with the dtc. They said since the equipment was broken, they have not been able to charge the ins and they are in bad shape. The patient confirmed they have not had a return of symptoms. They are just apprehensive of the ins depleting. A new recharger and dtc were sent. Additional information received from the consumer reported therapy turned off because they hadn¿t been able to charge their implant since last saturday ((B)(6)) so they were ¿tremoring real bad like a parkinson¿s patient.¿ on (B)(6) the consumer called back and stated they hadn¿t received their new equipment yet and were starting to experience some ¿arrythmia¿ since they hadn¿t received the new equipment yet. The tracking number of the device was reviewed with the consumer.